Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was a case of an implant of a 23mm sapien 3 ultra in aortic position by transfemoral approach. During the valve deployment, the pusher was not pulled back and in the middle of the inflation step the pusher was withdrawn. This led the valve to be implanted a bit lower than intended. After the procedure, the patient heart rate and systolic pressure dropped. The patient developed a heart block and a permanent pacemaker was implanted. The patient was noted to be stable after procedure.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was unable to be confirmed as no image ry/medical records were provided for evaluation. The presence of a manufact uring non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the valve deployment the pusher was not pulled back and in the middle of the inflation step the pusher was withdrawn. This led the valve to be implanted a bit lower than intended. After the procedure the patient heart rate and systolic pressure dropped. The patient developed a heart block and finally a permanent pacemaker was implanted''. In this case, provided information indicated that the pusher was not pulled back to the markers before the thv deployment. Per the IFU and training manual, it is indicated that ''before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker'' and ''pull back flex catheter so it is off the balloon during deployment''. If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to inflation balloon movement toward ventricular during the balloon inflation or valve deployment, which may result in valve implanted too ventricular as reported in this case. As such, available information suggests that use error (flex tip not retracted prior to deployment) may have contributed to the reported event. No manufacturing non-conformance was identified during evaluation. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.